Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had been in a car accident and were no longer seeing benefit from their device. The patient was scheduled for an explant/revision but could not tolerate the procedure and it was aborted. It was noted that an x-ray was performed, and the issue was not resolved at the time of the report. It was also noted that surgical intervention had been planned but it was unknown if it had been scheduled. No further complications were reported.